Event description:
It was reported that during an ion endoluminal lung biopsy procedure, it was suspected that the patient experienced an air embolism. The patient was previously diagnosed with thyroid cancer (ca) and the biopsy was to confirm metastasis. Intraoperatively, the patient experienced a drop in end tidal carbon dioxide (etco2), heart rate, and blood pressure. The physician suspected an air embolism due to the clinical presentation, but it was not confirmed because it was an acute event that was reversed without medical intervention. The patient recovered well in the post operative care unit and was extubated. The patient was then admitted to the ICU where the blood pressure continued to be low for approximately 5 hours. The physician believed the event occurred because: thyroid carcinoma is highly vascular; therefore, there was a high risk for bleeding and exposure to air. In addition, the use of the needle and cryoprobe combination with high peaks and high fraction of inspired oxygen (fio2) may have also contributed to the exposure of air to pulmonary circulation. The patient was hospitalized for a total of 4 days then discharged home without sequelae. The patient was diagnosed with metastatic thyroid carcinoma. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer and the following additional information was provided: a patient in their 60s underwent an ion endoluminal biopsy of a lung lesion which confirmed metastatic thyroid carcinoma. Intraoperatively a decrease in end tidal co2, heart rate and blood pressure were noted. These were transient and spontaneously resolved without further intervention. The patient was admitted post procedure to the ICU and was monitored for hypotension for about 5 hours. The patient was discharged home in 4 days with complete resolution of symptoms. The findings of a decrease in end tidal co2, heart rate and blood pressure are non-specific. Given the transient nature and spontaneous resolution of the symptoms, procedure related causes such as anesthesia effects are likely. There was no reported malfunction of the ion system, instruments or accessories and there is no data to suggest the events were device related. Air embolism is a rare but known complication of bronchoscopic and percutaneous lung biopsies. Air embolism has been reported to occur in 0.06 to 0.45% of cases with CT guided lung biopsies and is estimated to occur less frequently with bronchoscopy. There are only a handful of case reports describing air embolism associated with flexible bronchoscopy. In a survey of 103,978 bronchoscopies only 1 arterial air embolism was reported (0.00096%) with 71 cases (0.068%) of associated cardiovascular events. However, it is possible this is an underestimate as a fraction of the cardiovascular events associated with bronchoscopy may be due to arterial air embolism. Tomiyama n, yasuhara y, nakajima y, et al. CT-guided needle biopsy of lung lesions: a survey of severe complication based on 9783 biopsies in japan. European journal of radiology. 2006. Ishii h, hiraki t, gobara h, et al. Risk factors for systemic air embolism as a complication of percutaneous CT-guided lung biopsy: multicenter case-control study. Cardiovasc intervent radiol. 2014. He yp, liu yl, gao xl, wang lh. Cerebral arterial air embolism after endobronchial electrocautery: a case report and review of the literature. Bmc pulm med. 2021. Asano f, aoe m, ohsaki y, et al. Deaths and complications associated with respiratory endoscopy: a survey by the japan society for respiratory endoscopy in 2010: complications of respiratory endoscopy. Respirology. 2012.